Event description:
A report was received that the pt had her precision system explanted due to an infection. The infection started at the ipg pocket site, but travelled up to the leads. The pt was prescribed oral antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned to bsn as they were discarded at the medical facility.